Event description:
While servicing the electrode belt of a (B)(6) male patient for an unrelated issue, a reportable nonconformance was found. The electrode belt failed the te recognition test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary. Device evaluation of belt sn (B)(4) has been completed. As received, the belt failed the incoming te recognition test. Upon investigation a pulse wire was found to be open in the cable connecting ECG a and b. The cause of the test failure was the open pulse wire. The cause of the open pulse wire was unable to be positively identified but is likely due to excessive force on the cable section. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.